Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for a hwc (proximal femoral nail antirotation) pfna. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. (B)(6). Device history records was conducted. The report indicates that the: 04.027.033s / 9848068, manufacturing location: (B)(4). Manufacturing date: 04 march 2016, expiry date: 01 february 2026. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in country as follows: it was reported that during surgery the surgeon was not able to lock the blade in situ. The surgery was prolonged about 10 mins. No information about patient condition received. This complaint involves 1 part. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
A product investigation was completed: the blade was received in an unlocked condition, and showed signs of use; the article is in used but good condition. A device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. No non-conformance reports were marked in the device history record during production. Moreover a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. A functional test has shown, that the implant is working as intended (lock/unlock). Based on this the complaint is rated as unconfirmed. There is no information about how the device was used by the customer so we are not able to determine the exact reason for the reported problem, but it is likely that during the operation an application error may have taken place. No product fault could be detected. Clarified reporting country: device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6).